Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. The patient was noted to be in the clinic and not feeling well. Boston scientific technical services (ts) provided guidance to the healthcare providers (hcps) that this device is malfunctioning, it should be explanted and should be returned to boston scientific for analysis. Ts discussed precautions and risks of the non-programable settings of the device in safety mode, including possible pacing inhibition. Ts also discussed to consider methods to maintain heart rhythm during a device replacement procedure if the patient is pace therapy dependent. The patient was noted to receive right ventricular pacing therapy 80% of the time at the last evaluation. Ts also contacted the associated boston scientific field representative to discuss the issue. The device was subsequently explanted and replaced two days later. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this pacemaker device was found to be in safety mode with limited critical therapy still available. The patient was noted to be in the clinic and not feeling well. Boston scientific technical services (ts) provided guidance to the healthcare providers (hcps) that this device is malfunctioning, it should be explanted and should be returned to boston scientific for analysis. Ts discussed precautions and risks of the non-programable settings of the device in safety mode, including possible pacing inhibition. Ts also discussed to consider methods to maintain heart rhythm during a device replacement procedure if the patient is pace therapy dependent. The patient was noted to receive right ventricular pacing therapy 80% of the time at the last evaluation. Ts also contacted the associated boston scientific field representative to discuss the issue. The device was subsequently explanted and replaced two days later. No additional adverse patient effects were reported.